Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited poor pacing. During the replacement procedure, the helix exhibited resistant in rotation. The lead was explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Previously reported should have been malfunction rather than serious injury.

Event description:
New information received stated that the right atrial lead was implanted and explanted during the same procedure on (B)(6) 2019.